Event description:
It was reported that after successful implantation of a bifurcated device and an infrarenal aortic extension, an endoleak allegedly caused by stent graft perforation, was noted intraoperatively. Reportedly, post-balloon dilatation of the stent graft, fluoro imaging revealed an endoleak near the left side wall of the stent graft, at the bifurcation level. The physician elected to balloon around the leaking area and repeat fluoroscopy showed that the endoleak remained. The physician implanted two limb extensions bilaterally, resulting in decreased leak volume; however, the endoleak did not completely resolve. The patient came back seven days post-implant and computed tomography scan revealed the endoleak had resolved. The physician indicated there is no plan of further treatment.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. However, pre-operative and post-operative computed tomography (CT) images were received and reviewed by the (B)(4). Based upon review of medical records, the reported event was confirmed. The cause of the endoleak, near the left side wall of the stent graft, at the bifurcation level, seems to correspond to the large amount of calcification at the bifurcation. Multiple pre-balloonings required for device introduction suggests an irregular, difficult, and calcified surface in the area of graft deployment. The resulting endoleak was noted after post deployment ballooning of the graft. Review of the manufacturing records revealed that the lot met all release criteria, with no nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints. Endoleaks are a known risk of the procedure, as identified in the product labeling.